Manufacturer narrative:
(B)(4). Depuy synthes has been informed that the lot number is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The reported products shown below were used for the tha revision surgery performed on (B)(6) 2017. Item no: (B)(4), lot no: unknown, item no: (B)(4), lot no: unknown, item no: (B)(4), lot no: unknown, item no: (B)(4), lot no: unknown, item no: (B)(4), lot no: unknown (domestic distributor). The revision surgery was operated on (B)(6) 2017 due to possible armd and infection after having suffered recurrent dislocation. Large amount of ocherous joint fluid accumulated inside the joint was observed during the surgery. Head¿s fitting did not work at all and it seemed to be able to be easily removed (item no: (B)(4), lot no: unknown). Pinnacle-a cup (item no: (B)(4), lot no: unknown (domestic distributor)) was dislocated and removed by hand. No scratches were found on the sliding surface of the cup and almost no bone adhered to the cup surface. The symptom was considered to be armd due to trunnionosis judging from corrosion of the neck and head. The tissue around the joint looked white and presented with necrosis. The cup was replaced with continuum cup 54mm (manufactured by (B)(4), unknown item/lot numbers) and an offset liner 32mm+5mm (unknown item/lot numbers) was placed. Regarding the stem (item no: (B)(4), lot no: unknown), it was replaced with the same-size s-rom stem (item no: (B)(4), lot no: unknown) while leaving the sleeve (item no: (B)(4), lot no: unknown) and the delta head 32mm+3mm (unknown item/lot numbers) was placed. According to the surgeon, excessive accumulated joint fluid resulted in causing repetitive dislocation by the power of pumping action caused by the mounting pressure inside the joint.

Manufacturer narrative:
The reported products shown below were used for the tha revision surgery performed on (B)(6) 2017. Item no: (B)(4), lot no: unknown; item no: (B)(4), lot no: unknown; item no: (B)(4), lot no: unknown; item no: (B)(4), lot no: unknown; item no: (B)(4), lot no: unknown ((B)(6) distributor). The revision surgery was operated on (B)(6) 2017 due to possible armd and infection after having suffered recurrent dislocation. Large amount of ocherous joint fluid accumulated inside the joint was observed during the surgery. Head¿s fitting did not work at all and it seemed to be able to be easily removed (item no: (B)(4), lot no: unknown). Pinnacle-a cup (item no: (B)(4), lot no: unknown ((B)(6) distributor)) was dislocated and removed by hand. No scratches were found on the sliding surface of the cup and almost no bone adhered to the cup surface. The symptom was considered to be armd due to trunnionosis judging from corrosion of the neck and head. The tissue around the joint looked white and presented with necrosis. The cup was replaced with continuum cup 54mm (manufactured by zb, unknown item/lot numbers) and an offset liner 32mm+5mm (unknown item/lot numbers) was placed. Regarding the stem (item no: (B)(4), lot no: unknown), it was replaced with the same-size s-rom stem (item no: (B)(4), lot no: unknown) while leaving the sleeve (item no: (B)(4), lot no: unknown) and the delta head 32mm+3mm (unknown item/lot numbers) was placed. According to the surgeon, excessive accumulated joint fluid resulted in causing repetitive dislocation by the power of pumping action caused by the mounting pressure inside the joint. No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.